Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
Per medical records it was reported that on (B)(6) 2010, the patient underwent a spinal fusion surgery (anterior lumbar interbody fusion and posterior lumbar fusion surgery) on the lumbar region of her spine from vertebrae l4 to s1. Reportedly, during the surgery, select parts of rhbmp-2(i.e. Only the rhbmp-2 and collagen sponge) were used in the patient from a transforaminal and posterolateral approach. It was also reported that the rhbmp-2 collagen sponge was placed outside a cage (i.e., in the disc space and posterior elements). It was reported that on (B)(6) 2014, the patient underwent her second spinal fusion surgery on the lumbar region of her spine from vertebrae l2 to l4. Reportedly, during the surgery, select parts of rhbmp-2(i.e. Only the rhbmp-2 and collagen sponge) were used in the patient from a direct lateral and posterior approach. It was also reported that the rhbmp-2 collagen sponge was placed outside a cage (i.e., in the disc space and posterior elements). It was reported that on (B)(6) 2015, the patient underwent her third spinal fusion surgery on the thoraco-lumbar region of her spine from vertebrae t12-l2. Reportedly, during the surgery, select parts of rhbmp-2(i.e. Only the rhbmp-2 and collagen sponge) were used in the patient from a direct lateral and posterior approach. The rhbmp-2 collagen sponge was placed outside a cage (i.e., in the lateral gutters). It was reported that on (B)(6) 2015, the patient underwent an unspecified revision surgery. As reported, the patient's post-operative period had been marked by a period of improvement, followed by progressively worsening and chronic low back pain with radiculopathy into both legs. Reportedly, the patient experiences difficulty walking and uses a walker to assist in ambulation.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was pre-operatively diagnosed with 1) prior lumbar l4-s1 fusion with retained spinal instrumentation. 2) spinal stenosis, l3-4. 3) mild degenerative lumbar scoliosis. 4) lumbar radiculopathy. 5) morbid obesity and underwent the following procedures: 1) decompressive lumbar laminectomy, foraminotomy, bilateral l3. 2) decompressive lumbar laminectomy, redo bilateral l4. 3) posterior lumbar fusion, l2-3, l3-4. 4) posterior segmental spinal instrumentation, l2-l5 5) exploration of l4-s1 fusion with removal of instrumentation. 6) left iliac crest bone graft, separate fascial incision. 7) direct lateral interbody fusion, extracavitary approach l2-3 with a 10 mm x 45 mm cage. 8) direct lateral interbody fusion, extracavitary approach l3-4 with a 12 mm x 45 mm cage. 9) fusion supplemented with cancellous allograft and bone morphogenic protein. 10) spinal cord monitoring. As per op-notes,¿ the 12 x 45 cage was chosen, packed on the back table with 2 bmp sponges and cancellous allograft. Final endplate preparation was completed. The cage was then inserted, tapped into place, and fully seated to a center point position. I tried to get a little bit more anterior than normal to help maximize her lordosis. I confirmed that there was no extruded bmp sponge material. The tube retractor system was then removed and re-docked in similar fashion at l2-3. Again, the anulus was incised and diskectomy completed. Endplates were prepared. Curved cobb used to broach the lateral side. This interspace was sized and found to be best filled with the 10 x 45 trial. This was chosen again packed on the back table with 2 bmp sponges, cancellous allograft. The final endplate preparation was completed. The cage was inserted, tapped into place, and fully seated to a center point position. We had modest correction of her scoliotic deformity with placement of the cages. Again, I visually confirmed that there were no fragments of bmp sponge lateral to the cage. The tube retractor system was then removed. Final placement of both cages under fluoro looked good. The transversalis fascia was closed with #1 vicryl, the superficial fascia was closed with vicryl, and subcutaneous tissue was closed with 2-0 vicryl. Skin was closed with subcuticular stitch. Sterile dressings applied. The patient was then carefully log-rolled prone onto the jackson table. The iliac crest and sternal area well padded and supported. Lumbar spine was then prepped and draped in usual fashion. We actually prepped her up to about t11 because of the possibility of her fusion would be extended to t12 if that was required because of her scoliotic deformity. The previous incision was utilized and extended proximally up to l2. Dissection carried down to deep fascia, was incised in midline. Paraspinal musculature was then elevated out laterally to the tips of the transverse processes at l2-l3, and then the prior fusion construct and fusion mass.¿ the patient tolerated the procedure well without any intraoperative complications.